Manufacturer narrative:
Pump reistor flow rate not within specs. Balloon pressure not within specifications

Event description:
The entire device was removed from the patient and replaced due to cuff erosion.